Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of an event that occurred on (B)(6) 2020 in the operating room during use in the united states. The user facility reported an event via email and voicemail with a pentax sales representative stating that "during the procedure there was a bowel perforation this morning with one of two scopes, patient is stable". The reported complaint involved a pentax medical video colonoscopes, model ec38-i10l, serial number (B)(4) and model ec34-i10l, serial number (B)(4). The endoscopes have already been reprocessed through the medivators so our plan is to send them in to pentax for evaluation. The pentax sales representative responded via email on 13-feb-2020. The user facility stated that the perforation was noticed as the provider was backing out at which point two endoscopes passed through. The provider had difficulty navigating the tract with the first endoscope model ec38-i10l, and switched to the smaller endoscope, model ec34-i10l. The user didn't reach the cecum and complete the procedure. There was no additional anesthesia was required as they were concluding the procedure when the perforation of the bowel was noticed. This prolonged the patients hospital stay and necessitated a transfer to an outside facility. Patient was in good condition last the facility had heard. Both scopes were removed from service; pentax was alerted. Biomedical engineering was directed to consult a 3rd party vendor for scope assessment. Sn: (B)(4) was found to be "like new condition, no defects found". Sn: (B)(4) was found to have some slight play in the angulation, buckling near the connector assembly, and impact damage on the distal end. None of which the vendor felt would attribute to an incident. The customer owned colonoscope has not been returned to pentax medical for evaluation as of 19-feb-2020. This is the first time pentax medical video colonoscope, model ec34-i10l, serial number (B)(4) has been returned for serviced at a pentax facility since the device was put into service on (B)(6) 2017. The investigation is currently in process.

Event description:
Refer to h10.

Manufacturer narrative:
H6 continued: international medical device regulators forum (imdrf) adverse event reporting added: health effect impact code: 4607 hospitalization or prolonged hospitalization; component code: 4755 part/component/sub-assembly term not applicable; type of investigation: 4114 device not returned ; investigation findings: 3221 no findings available; investigation conclusions: 4315 cause not established. The customer owned colonoscope, model ec34-i10l, serial number (B)(6) was not returned to pentax medical for evaluation. As stated previously, this scope was found to be "like new condition, no defects found" by a third party vendor as per the user facility. Pentax medical video colonoscope, model ec34-i10l, serial number (B)(6) has never been returned for service to a pentax facility since the device was put into service on 21-sep-2017. On 28-feb-2020, a device history record (DHR) review was performed under (B)(4). The DHR review confirmed the endoscope was manufactured on 05-sep-2017 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 08-sep-2017. Per the original narrative, no allegation was made against the endoscope. During evaluation of the model ec38-i10l, serial number (B)(6) was found to be "like new condition, no defects found; and serial number (B)(6) was found to have some slight play in the angulation, buckling near the connector assembly, and impact damage on the distal end. None of which the vendor felt would attribute to an incident. Based on our investigation the exact cause of the reported patient injury remains unknown. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.